Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus due to empty reservoir. Customer's blood glucose was 394 mg/dl. Customer changed battery due to being low and received an unexpected restart alarm. Customer also reported of being stuck in the "time and date set up" loop. After troubleshooting, customer was advised that insulin pump would need to be replaced.